Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic due to crt-d implant. After replacement of ra and rv leads, the crna noted drop in systolic pressure. Echocardiography revealed pericardial effusion. A pericardiocentesis was performed. The patient's blood pressure recovered. The lv lead was successfully placed prior to pericardiocentesis. It is unclear which lead to the effusion. Ra lead was repositioned and rv lead was explanted. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. A lead tip stiffness test was performed and the lead was found to be within specification.